Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 42 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The unit failed the final test on the pressure and oxygen test 1, for slight nonconformities. The unit was due for the 30k preventative maintenance. Carefusion replaced the o2 blender during the preventative maintenance procedure.

Event description:
It was reported to carefusion that a patient expired while on an ltv 1000 ventilator. It is unknown if there are any allegations against the ventilator. The unit did alarm at the time of the event, however, it is unknown which alarm occurred. The unit was on an ac power adapter during the event.